Event description:
It was reported that the intermittent catheter did not have enough lubricant. The patient had been using the product more than 90 days.

Manufacturer narrative:
The reported event is inconclusive as representative lot samples evaluated are within specification and the condition of the used sample is unknown. No abnormalities noted. Although an exact root cause could not be determined a potential root cause could be plc failure. Representative samples met specifications. It is unknown if the product was used for patient diagnostic or treatment. It was unknown whether the product had caused the reported failure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labelling review was not preformed because labelling would not have prevented the reported event. The actual/suspected device was evaluated.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the intermittent catheter did not have enough lubricant. The patient had been using the product more than 90 days.